Manufacturer narrative:
The device had reach the end of life a replacement device was sent to customer. .

Manufacturer narrative:
The device has been received by philips in (B)(4) but is still in process of being evaluated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and a speaker malfunction error message. No patient involvement.